Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the fact that no hardware malfunction occurred, there is no likelihood that the reported event may contribute to serious injury or death. The reported event has been re-evaluated as non reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the patient pumps during setup. There was no patient involvement.